Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address these issues.